Event description:
My relative was getting treated with proton therapy at the (B)(6) center in (B)(6), when the therapy equipment crashed and fell on him. He was scared and terrified when that happened but thankfully was not hurt since he was saved by the narrow passage between the equipment and the patient bed. FDA safety report ID # (B)(4).